Event description:
It was reported that the bd safetyglide¿ needle was blocked. The following information was provided by the initial reporter: the customer complaint was received due to the failure mode of 'needle blocked'.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. It is reported the needle is blocked. To aid in the investigation, three samples with the plastic shield and one photo was provided for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needles are clogged. This defect could occur if there was a process variation at the lubrication station inducing the symptom reported. The photo provided shows one needle with the plastic shield. No other information could be obtained from the photo. As the lot provided is 'unknown,' a device history record review could not be completed. Verification of the lubrication process was performed. The settings were correct and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.